Event description:
Information was received indicating that during life-sustaining infusion, a smiths medical cadd extension set was leaking. Per reporter, patient states the leaking issue had occurred on previous occasions. No adverse patient effects were reported.